Manufacturer narrative:
Concomitant medical products: product ID: neu_silicone anchor, explanted: (B)(6) 2014, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had a metallic taste in their mouth and nausea since 2 weeks post-implant. There was no troubleshooting done. The issue was escalated to the office of medical affairs (oma) and they were looking into literature regarding these issues. The cause of the event was not determined. The stimulation was good and the patient had not started any new medications. The patient had their device explanted on (B)(6) 2014. The physician expected damage close to the electrode paddle due to the removal. The patient recovered without sequelae.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no significant anomaly. The battery had reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 6. The last recorded recharge session done while the device was implanted occurred on (B)(6) 2014. The device was recharged for 1 hour and 3 minutes. The battery charged from 3.885v to 3.995v. The parameter trend diagnostic section of the trace report shows patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2014. Analysis of the lead (serial # (B)(4)) found no significant anomaly. The stimulation lead body was cut through and the product was segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.